Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
Customer was admitted to the hospital for high blood glucose levels. Customer stated that blood glucose levels started running high on day prior to hospitalization. Customer did not change infusion set at that time. No troubleshooting performed.